Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving compounded baclofen (unknown dose and concentration) via an implantable pump for a unknown indication for use. On (B)(6) 2017, during a routine pump refill, the hcp checked the logs for any events and notices a motor stall occurred on (B)(6) 2017 at 16:10 and the pump resumed working on at 16:19. The patient had not been near or in any electromagnetic field and lived in a nursing home with no electromagnetic field around. It was stated, "this is a mystery". The patient showed no decline in their therapy and all amounts taken during the refill were as expected. The patient did not seem to have been affected by the motor stall. It was reported that the pump seemed to be working now. The patient's next refill was (B)(6) 2017, so the patient would be seen a few weeks prior to this date. No surgical intervention occurred. The files status at the time of this report was listed as "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.